Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was no aspiration during a phacoemulsification phase of a cataract extraction with intraocular lens implant procedure. The cassette was replaced with another and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. No phaco tip sample was returned for evaluation for the report of no suction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The complaint information indicates the cartridge was changed to correct the complaint issue. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Cassettes: as the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. Five returned unopened cassettes in a gusset bags were visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).